Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer stated that this is the third time that she has received the alarm and the pump shuts off. Troubleshooting was performed and the customer did not receive a failed battery test. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap. No further assistance needed.